Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2019, the patient went to charge the ins and the controller was charged to 100%, but then ended up at 40% charge. Charging took longer than it had ever taken for the patient. It was noted the patient charges every 2.5 days. On (B)(6) 2019, they were recharging the ins when a software problem message appeared. The screen displayed the following information: 1. Intellis, 2. 3.0, 3. 243, 4. Qf_port. No symptoms were reported. The patient removed and re-inserted the lithium-ion battery, which resolved the software problem screen. The controller then displayed a message of no device found. A passive recharge was completed, and then they were able to successfully recharge the ins again with excellent recharge quality. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they could not recall any factors or circumstances that could have led to this event. They ended up resetting the battery in the controller, which resulted in normal recharging time for about a week or two, but then charging the ins started to take longer again. No further information was provided. No further complications were reported or anticipated.